Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. Reportedly, the patient calibrated during periods when cgm values were not present. Additionally, the patient entered bg values outside the 40-400 range. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the reported inaccuracies could not be determined. A probable cause could not be determined. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. Labeling indicates: with calibration prompts, your sensor and display device helps you keep your calibration schedule on track. If your bg values are not between 40-400 mg/dl, the system won¿t accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values.